Event description:
During a cranioplasty, a tls drain was inserted in the operating room. The following day, while attempting to remove the drain, the drain broke. The patient required a surgical procedure to remove the retained fragment of the drain. The patient was discharged the following day in stable condition.what was the original intended procedure?removal of the tls drain.device #1is this a laboratory device or laboratory test?no.